Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
This is an aequalis reverse post approval study report 13-11. On (B)(6) 2014, during the initial surgery, there was a spiral fracture for twisting of the humerus when removing the trial because the tension was strong when reducing the dislocation. The fracture was fixed with 18g wire ring and the surgery was completed. On (B)(6) 2014, there was a fracture caused by a falling down.

Manufacturer narrative:
Correction: please refer to h5 labelled for single use. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed. H3 other text : device not returned

Event description:
This is an aequalis reverse post approval study report (B)(4). On (B)(6) 2014, during the initial surgery, there was a spiral fracture for twisting of the humerus when removing the trial because the tension was strong when reducing the dislocation. The fracture was fixed with 18g wire ring and the surgery was completed. On (B)(6) 2014, there was a fracture caused by a falling down.